Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms during an in office interrogation. A revision procedure was performed due to the impedance issue and an issue documented in report 2124215-2016-08447. During the revision the ra lead exhibited high out of range impedances in both the existing cardiac resynchronization therapy defibrillator (crt-d) and the replacement crt-d. However, the physician opted to keep the lead in service with the new crt-d. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.